Manufacturer narrative:
The device was returned to olympus for inspection. The event date is unknown and will be provided if received. A root cause could not be identified. Based on the investigation results, the reportable event of a chipping on the z-block (server plug-in) was caused by a component failure. However, foreign material on the forceps elevator also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign material on the forceps elevator and chipping on the z-block (server plug-in). There was no patient involvement.